Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation: technical investigation concluded: it has not been possible to obtain a devide history record, as the device was discarded by the clinic before the serial number could be retrieved. Clinical conclusion: it has been reported that a sf3 receiver has broken inside of a user's ear canal. It was the colored part that separated from the grey part of the receiver. There was no harm to the user following the incident, and the user was not concerned about it. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Estimated date of incident on (B)(6) 2025. It was reported that a user had a sf3 receiver break inside of their ear canal. It was the colored part that separated from the grey part of the receiver. There was no harm to the user following the incident, and the user was not concerned about it. No further follow up is available or expected.